Event description:
During laparoscopic cholecystectomy, the auto suture 5mm disposable endo clip caught the cystic artery, clipped it and would not release the segment. The surgeon had to resect/repair the cystic artery prior to closing.